Event description:
It was reported that after inpatient visit for chemotherapy, the patient had lower hemoglobin count (from 93 grams/liter on (B)(6) 2019 to 73 grams/liter). The patient had been on rivaroxaban anticoagulant at time of adverse event. Gastrointestinal was believed to be site of bleed, although the patient denied passing blood in stool. Two units of red blood cells were transfused, but no signs of bleeding. The patient was hemodynamically stable throughout and there were no medication changes. The patient was discharged on (B)(6) 2019 and followed up in clinic 4 weeks later where hemoglobin count was 104 grams/liter.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.